Event description:
The customer reported the 9800 system left screen is not operational. No pt injury was reported.

Manufacturer narrative:
The service rep performed the following: verified monitor has turned almost completely black. Monitor had just been replaced. Tried to adjust brightness in rut, then tried monitor. Replaced monitor, checked and verified monitor operational by leaving on and observing image.